Manufacturer narrative:
The product was discarded and not available for evaluation. The lot number of the car -172 was not provided, therefore an evaluation of the reported event or a lot history review of the reported lot number cannot be performed. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report.

Event description:
A report was received regarding a (B)(6) male who was on treatment for approximately 1 hour when he became symptomatic with hypotension. He gave himself a saline bolus and noted improvement. Approximately 30 minutes after the saline bolus, the patient became "really ill", was taken off treatment, and transported to the hospital. It was noted after the patient was taken to the hospital that the patient had not clamped the heparin line on the cartridge which resulted in a blood loss of approximately 600ml. The patient received two units of blood at the hospital and returned home without being admitted.